Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the finger fracture. During the surgery, when using the locking screw, the unknown metal shavings came out from the locking screw head. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant device reported: unk: plate: va-lcp (part# unknown; lot# unknown; quantity: 1). Unk: screwdriver (part# unknown; lot# unknown; quantity: 1). This complaint involves (1) device. This report is for (1) 1.5mm ti va-lckng scr slf-tpng with t4 stardrive recess 14mm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part: 04.130.214s. Lot: 49p2768. Manufacturing site: grenchen. Release to warehouse date: april 08, 2020. Expiry date: april 01, 2030. A manufacturing record evaluation was performed for the finished device part: 04.130.214s, lot: 49p2768 , and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.